Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device's minimum button was activating intermittently. The case was completed using a cleppinger. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device.